Event description:
It was reported the customer was deceased. The customer's wife reported that her husband had passed away on (B)(6) 2014 from natural causes. The wife also reported that her husband had been ill for five to six years. It was also found the customer had a bleeding disorder and was frequently admitted into the hospital. The wife also stated her husband required iron infusions every week for his bleeding disorder. The wife also reported her husband was hospitalized from (B)(6) 2014 prior to his passing. It was also found the customer developed pneumonia prior to his passing. The wife also reported her husband's blood glucose at the time of his death was 258 mg/dl. No additional information provided.

Manufacturer narrative:
The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with energizer alkaline battery. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads. Data analysis there is no data listed for the dated of (B)(6)2014 due to insulin pump received without battery installed.